Event description:
The pt was revised due to fractured plate. The plate broke; screws had no purchase. Location of implant - distal radius. The docotr commented that the screws had "no bite" and were unable to secure the plate to the fracture site. No fall or other unusual burden on injury site.